Manufacturer narrative:
Through follow-up we learned that a vitrectomy was performed, the incision was enlarged and sutures were needed. A new lens was implanted into the sulcus and as per the surgeon the manipulation of our lens led to the capsular rupture. No additional information was provided. Additional details provided: serial #: (B)(4), catalog #: pcb0000235, exp date - 7/13/2021, (B)(4). Device available for evaluation; returned to manufacturer on 9/3/2019. Device manufacture date: 7/13/2018. (B)(4) the incision was enlarged. (B)(4): sutures were needed. Device evaluation: the plunger component of the preloaded insertion system was observed in a fully advanced position. The cartridge component was observed correctly engaged into lower body of the preloaded device. Visual inspection using magnification was performed and no lens was observed inside the device. The evidence shows that the lens passed through the cartridge. However, as no lens was returned, the reported issue could not be verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Serial #: unknown, not provided. Catalog #: a complete catalog # is unknown as the serial # was not provided. Expiration date: unknown, as the serial # was not provided. UDI #: unknown as the serial # was not provided. If implanted; if explanted; give date: not applicable; lens was not implanted. (B)(6). Device manufacture date: unknown as the serial # was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol did not correctly exit the tip of the cartridge and the trailing haptic got stuck. This lead to a rupture of the capsular bag. Reportedly, there was a delay in the procedure. No additional information was provided.